Event description:
It was reported that the superior vena cava (svc) and right ventricular (rv) lead coil encountered unstable, high impedance with a noted possible lead fracture. A lead revision performed and the lead was extracted in pieces and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. The proximal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress. The rv (right ventricular) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. Analysis of the device memory indicated a lead impedance out of range alert, the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. The clinical data review revealed an out of trend subthreshold lead impedance alert occurred on 29 december 2013. The impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. The clinical data review revealed the maximum svc defib impedance rose to greater than 250 ohm the week ending (B)(4) 2013. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analysis was performed. No anomalies were found. The proximal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress. The rv (right ventricular) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. Visual summary analysis of the lead indicated apparent explant damage. Consultation with rpa engineering resulted in the proximal and rv fractures in this event being re-coded as extrinsic overstress fractures and not in-vivo fractures/lead failures. Photos were not added to this event as this was not a lead failure. Additionally, all formal investigation codes were removed.